Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was a no image issue when connecting the device with 180 scopes. The issue was found during preparation for use, the procedure was completed with a similar device, and there was no patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. Olympus will continue to monitor field performance for this device.